Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at bevel edge; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 4:16 minutes, 19,617 joules while using the surgical fiber during a prostate procedure, the fiber output beam began to flash; proper fluid was reported to have been attached. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.